Event description:
It was reported that there was a shock for ventricular tachycardia that caused ventricular fibrillation. There was some oversensing after this. The arrhythmia was successfully converted after a third shock. The episode was very long so the electrograms had dashes instead of intrinsic data. This is normal device function. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.